Manufacturer narrative:
(B)(4). The device involved was not received for evaluation by the manufacturer. However, a variant model from the same family was used for the testing. Samples (1000) were taken from the current production, and visually inspected. The issue reported "connector disconnected during use" was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number was not provided. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed due the device sample is not available to perform a proper investigation. Root cause cannot be determined. Corrective actions cannot be established. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint states: "15mm connector came unseated during use. Patient discharged without tube being saved."